Event description:
It was reported that (1) device was used during a mammary procedure. It was reported by the affiliate that the h1tuv instrument was very hot. Another instrument was used to complete the case. There was no consequence to the pt.